Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
According to our surgical assistant, the locking tip of the drill sleeve axsos 5.0mm locking set ((B)(4), lot 01155y), broke when the surgeon was trying to fix the plate.

Manufacturer narrative:
Evaluation summary: the root cause of the reported event could not be determined as the device was not returned for evaluation. Based on currently available information the reported pattern of damage appears to most likely device unrelated inadequate usage (i.e: excessive angulation or excessive force on the drill and/or incorrect placement of the locking inserts with the drill sleeve) (please refer to operative technique for the original statements), therefore, in order to determine the failure mode a device investigation is needed. If the device is returned of if any additional information is provided the investigation results will be reassessed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. Please pay attention to the note written in the operative technique axsos locking plate system ((ref# (B)(4) rev 4/11 ): ¿note: do not place locking inserts with the drill sleeve. [¿] avoid any angulation or excessive force on the drill, as this could dislodge the locking insert. The screw measurement is then taken. [¿]"

Event description:
According to our surgical assistant, the locking tip of the drill sleeve axsos 5.0mm locking set ((B)(4), lot 01155y), broke when the surgeon was trying to fix the plate.